Event description:
It was reported that the patient had a left ventricular (lv) lead revision and device replacement procedure. Boston scientific technical services (ts) had been contacted about the lv lead having elevated thresholds, and the right ventricular (rv) lead having variable shock impedances with one high, out-of-range shock impedance value of 130 ohms. Ts was also sent electrograms which showed rv lead oversensing of diaphragmatic myopotential noise. Ts discussed solutions. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had a left ventricular (lv) lead revision and device replacement procedure. Boston scientific technical services (ts) had been contacted about the lv lead having elevated thresholds, and the right ventricular (rv) lead having variable shock impedances with one high, out-of-range shock impedance value of 130 ohms. Ts was also sent electrograms which showed rv lead oversensing of diaphragmatic myopotential noise. Ts discussed solutions. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.